Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold. Additional information was obtained indicating that high threshold was due to dislodgement. This rv lead was repositioned. No adverse patient effects reported.